Event description:
Article: "mobile mass on a cloth-covered starr-edwards mitral valve" authors jessica collings et al. Https://www.cas.ca/english/page/files/657_1310852.pdf. Introduction: an intraoperative echocardiographic diagnosis of a mobile mass on a cloth-covered starr-edwards prosthetic mitral valve is presented, and the possible diagnosis of cloth tear and its clinical implications are discussed. Published date unknown.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Attempts to retrieve additional information and device return are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.